Event description:
It was reported that the pump reset unexpectedly. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer addressed bg by administrating a correction bolus via pump. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.